Event description:
It was reported that patient underwent a tibial plating procedure on (B)(6), 2012. During the procedure, a screwdriver tip fractured off in a 4mm locking screw head. The screw was already seated, so another instrument was not necessary. The tip of the screwdriver remained in the screw, and was retained in the patient.

Manufacturer narrative:
Evaluation of returned device found evidence that suggests instrument fractured due to torsional overload.

Manufacturer narrative:
It was noted that the screwdriver was used with a large fragment ratchet handle instead of a torque limiting handle. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event.